Event description:
An 28 mm x 15 mm x 13.5 cm diameter aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reported that the patient had small and severely tortous iliac arteries, which cause the stent graft to move proximally during deployment. It was reported that during deployment the renal arteries were partially covered. The physician successfully placed renal stents bilaterally as precautionary treatment. It was reported that blood flow to the renal arteries was never restricted. No clinical sequelae were reported, and the patient is reported to be fine.